Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Date of initial report sent: 09/12/2012. Note: this report corresponds with report # (B)(4) for a "pelvicol". Device info: pelvicol acellular collagen matrix; cat # 482412. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,as per pfs, the bodily injuries, including any emotional or psychological injuries resulted from implantation of pelvic mesh: "chronic pain, bleeding, mesh protruding from vaginal area, painful sexual intercourse, bladder infections and incontinence". Per pfs, "she had undergone mesh revision surgery on (B)(6) 2005 secondary to chronic pain, infection, incontinence, painful sexual intercourse, bleeding and pain from where the mesh was protruding from vaginal area.